Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to instability and poly wear. The modular head and liner were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to a loose acetabular cup. The acetabular cup, modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ and ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-07887 / 07889).